Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a failed battery alarm before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The device passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had broken battery cap, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No cracked lcd window noted.